Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient developed keloid scarring at the implant site, and was subsequently injected with steroids at the implant site in (B)(6) 2015, (B)(6) 2015 and in (B)(6) 2015 (specific dates not reported).